Event description:
The suture was applied during an unspecified gynecological procedure. Reportedly, the pt was brought back into surgery after received four units of blood in recovery. A uterine vessel appeared to have come untied with 1200-1400cc of blood loss. The surgeon has stated that the subject suture was used during this procedure.